Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment during a patient's hd treatment resulting in blood loss. Upon follow up, the clinic manager (cm) said that on (B)(6) 2025, two hours into the patient¿s hd treatment using a fresenius 2008t machine¿s blood pump rotor tubing guide sliced a blood line. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The machine was returned to service after the bmt replaced the blood pump rotor. The complaint is not available to be returned to the manufacturer for evaluation.